Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper assembly was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was a molding defect (short shot) issue. The following information was provided by the initial reporter. The customer stated: stage: when unpacking defect: the blood collection tube cap is skewed. Quantity: 1 piece. Impact: no adverse effects on patients and medical staff.